Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the screen was black. The customer's blood glucose level was 356 mg/dl at the time of the incident. The customer treated with manual injection. The customer also had blood glucose of 66 mg/dl. The customer declined to troubleshoot for high and low readings. The insulin pump will not be returned for analysis.